Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with therapy for continuous ambulatory peritoneal dialysis (capd). Therapy was ongoing. The cause of the event was unknown. The patient experienced abdominal pain and cloudy effluent as a result of the peritonitis. The patient also experienced diarrhea. Treatment was not reported. At the time of this report, the patient was recovering from the peritonitis. It was unknown if the patient recovered from the diarrhea.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should relevant additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that the patient recovered from the peritonitis and was discharged from the hospital. Should additional relevant information become available, a follow-up report will be submitted.